Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was recently hospitalized due to a blood glucose level of 23 mg/dl. The customer stated that the low blood glucose level was due to his basal settings in the insulin pump being too high. The insulin pump was not replaced or returned for analysis.